Event description:
It was reported " the hcp failed to fire the skin stapler(not firing) during use on patient for suturing". The patient's current condition is unknown

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the hcp failed to fire the skin stapler(not firing) during use on patient for suturing". The patient's current condition is unknown

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned with slight gaps in between some of the staples. Upon full engagement of the trigger, the first staple fired fully formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. Eight staples were fired into a simulated skin pad. The first two fires in the skin pad fully formed and correctly released. On the third fire attempt, no staples released. The next three fire attempts fully formed and released the next three staples correctly into the skin pad. On the seventh fire attempt, no staples released. On the eighth fire attempt, the staple partially formed and released (the sixth staple to be released). The next two firing attempts correctly formed and released. Resistance from the trigger was observed during functional testing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The sample was disassembled. Die casting anomalies were observed on the forming tool. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.